Event description:
A customer reported that they had to turn the laser power up high to get sufficient energy during photocoagulation procedures. The cases were able to be completed without patient impact.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported problem. The company representative performed a slight adjustment to the terminal efficiencies but power from lio (laser indirect ophthalmoscope) was found to be within specifications. The hardware and software were updated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The company representative observed that the customer is using a non-rfid fiber from the previous laser system model. This forces the customer to identify the probe (lio) in this case. It's possible that they might have selected the endo or slit lamp by mistake or oversight. The company representative pointed out this possibility to the customer. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event can potentially be attributed to user handling, as the customer was using a non-rfid fiber from the previous laser system model with the current system. However, the root cause of the reported event could not be conclusively determined as the system was found to meet specifications. .